Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that they could not start the ventilator. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer stated that the device alarmed when the device was attempted to be started, but it would not start. This investigation is ongoing.